Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the pt was revised due to the glenosphere loosening and no longer sitting on the baseplate. It was also noted that the baseplate was loose.